Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possibly this represents a fragments of one of the essure devices that are present'), uterine perforation ('perforation: uterus / migration/ ultrasound saw one of the essure coils punctured my uterus') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included pregnancy ((B)(6) 2005-cesarean delivery-premature birth (B)(6) 2009-cesarean delivery-premature birth), miscarriage ((B)(6) 2015, (B)(6) 2017, (B)(6) 2018) and pregnancy with contraceptive device ((B)(6) 2015, (B)(6) 2017, (B)(6) 2018). Concurrent conditions included blood transfusion since (B)(6) 2018, dysfunctional uterine bleeding, uterine bleeding, perineal pain, cyst of ovary, phlebolith, depression, trouble falling asleep and decreased appetite. Concomitant products included ascorbic acid;choline bitartrate;cyanocobalamin;ethinylestradiol;folic acid;inositol;methionine;nicotinamide;normethadone;pyridoxine hydrochloride;retinol;riboflavin;rutoside;thiamine hydrochloride;tocopherol;vitamin d1 (hormone multicap), hydrocortisone acetate;pramocaine hydrochloride (hydroxine), intrauterine contraceptive device (iud nos), levonorgestrel and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type") and vaginal infection ("infection (bladder/urinary tract/vaginal) type"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), anaemia ("other injury(ies) or complication please describe:anemia"), pelvic pain ("pelvic pain/chronic pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes: burning on urination"), urinary tract infection ("bladder or urinary problems or changes: frequent utis") and nausea ("other injury(ies) or complication please describe: nausea"). On (B)(6) 2016, the patient experienced psychological trauma ("psychological or psychiatric problems condition: traumatized"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced vulvovaginal rash ("nickel allergy rash in vaginal area") and allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/pregnancy (with complications)") and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("I was bleeding / general abnormal bleeding"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), post-traumatic stress disorder (""other" please describe ptsd"), vomiting (""other" please describe vomiting"), abdominal pain ("abdominal pain"), headache ("headaches") and anxiety ("psychological or psychiatric problems condition-anxiety") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with cefazolin and surgery (d&c and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, psychological trauma, metrorrhagia, post-traumatic stress disorder, vomiting, abdominal pain, headache, hormone level abnormal and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, dysuria, urinary tract infection, cystitis, vaginal infection, migraine, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal rash, anaemia, nausea, allergy to metals, pelvic pain, abdominal pain lower and depression had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, anaemia, anxiety, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting and vulvovaginal rash to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date ((B)(6) 2009 and (B)(6) 2009), essure removal date (previously reported as (B)(6) 2019 and (B)(6) 2019). Plaintiff received treatment for perforation and for chronic pain. Patient experienced another 3 pregnancy episodes in 2013, 2015 and 2017 which captured under cases (B)(4) respectively. She did not allege that essure caused birth defects. Previously reported essure confirmation test conducted and now reporting as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: 4 mm metallic density foreign object in the lower uterine segment at or near the endocervical os. Source is unclear to physician. Possibly this represents a fragments of one of the essure devices that are present. Ap supine radiograph of the abdomen is suggested to evaluate the essure devise for intact mass.. Imaging procedure - on (B)(6) 2009: result unknown. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, menorrhagia, pelvic pain, anemia, fatigue, dyspareunia. Concerning the injuries reported in this case, the following one was in patients medical records : device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs and mr received. Reporter information added. New events psychological or psychiatric problems condition: depression. Events: psychological or psychiatric problems condition: mental anguish added. Seriousness criteria (medically significant) of event genital hemorrhage ,pregnancy with contraceptive device were removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possibly this represents a fragments of one of the essure devices that are present'), uterine perforation ('perforation: uterus / migration/ ultrasound saw one of the essure coils punctured my uterus') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included pregnancy ((B)(6) 2005-cesarean delivery-premature birth (B)(6) 2009-cesarean delivery-premature birth), miscarriage ((B)(6) 2015,(B)(6) 2017, (B)(6) 2018), pregnancy with contraceptive device ((B)(6) 2015, (B)(6) 2017, (B)(6) 2018), morbid obesity, shortness of breath and live birth. Concurrent conditions included blood transfusion since (B)(6) 2018, dysfunctional uterine bleeding, uterine bleeding, perineal pain, cyst of ovary, phlebolith, depression, trouble falling asleep and decreased appetite. Concomitant products included ascorbic acid;choline bitartrate;cyanocobalamin;ethinylestradiol;folic acid;inositol;methionine;nicotinamide;normethandrone;pyridoxine hydrochloride;retinol;riboflavin;rutoside;thiamine hydrochloride;tocopherol;vitamin d1 (hormone multicap), hydrocortisone acetate;pramocaine hydrochloride (hydroxine), intrauterine contraceptive device (iud nos), levonorgestrel and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type") and vaginal infection ("infection (bladder/urinary tract/vaginal) type"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), anaemia ("other injury(ies) or complication please describe:anemia"), pelvic pain ("pelvic pain/chronic pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes: burning on urination"), urinary tract infection ("bladder or urinary problems or changes: frequent utis") and nausea ("other injury(ies) or complication please describe: nausea"). On (B)(6) 2016, the patient experienced psychological trauma ("psychological or psychiatric problems condition: traumatized"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced vulvovaginal rash ("nickel allergy rash in vaginal area") and allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/pregnancy (with complications)") and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("I was bleeding / general abnormal bleeding"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), post-traumatic stress disorder (""other" please describe ptsd"), vomiting (""other" please describe vomiting"), abdominal pain ("abdominal pain"), headache ("headaches"), anxiety ("psychological or psychiatric problems condition-anxiety"), thrombosis ("other injury(ies) or blood clot complication (s) please describe: blood clot") and haemorrhage ("other injury(ies) or blood clot complication (s) please describe: blood loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with cefazolin and surgery (d&c and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, psychological trauma, metrorrhagia, post-traumatic stress disorder, vomiting, abdominal pain, headache, hormone level abnormal, anxiety, thrombosis and haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia, dysuria, urinary tract infection, cystitis, vaginal infection, migraine, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal rash, anaemia, nausea, allergy to metals, pelvic pain, abdominal pain lower and depression had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, anaemia, anxiety, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, psychological trauma, thrombosis, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting and vulvovaginal rash to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date ((B)(6) 2009 and (B)(6) 2009), essure removal date (previously reported as (B)(6) 2019 and (B)(6) 2019). Plaintiff received treatment for perforation and for chronic pain. Patient experienced another 3 pregnancy episodes in 2013, 2015 and 2017 which captured under cases (B)(4), (B)(4), (B)(4) respectively. She did not allege that essure caused birth defects. Previously reported essure confirmation test conducted and now reporting as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: 4 mm metallic density foreign object in the lower uterine segment at or near the endocervical os. Source is unclear to physician. Possibly this represents a fragments of one of the essure devices that are present. Ap supine radiograph of the abdomen is suggested to evaluate the essure devise for intact mass.. Imaging procedure - on (B)(6) 2009: result unknown. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, menorrhagia, pelvic pain, anemia, fatigue, dyspareunia. Concerning the injuries reported in this case, the following one was in patients medical records : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs+mr received. New events: other injury(ies) or complication (s) please describe: blood loss, blood clot were added. New reporters and past medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possibly this represents a fragments of one of the essure devices that are present'), fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('perforation: uterus / migration/ ultrasound saw one of the essure coils punctured my uterus/perforation (uterus),') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included pregnancy ((B)(6) 2005-cesarean delivery-premature birth (B)(6) 2009-cesarean delivery-premature birth), miscarriage ((B)(6) 2015, (B)(6) 2017, (B)(6) 2018), pregnancy with contraceptive device ((B)(6) 2015, (B)(6) 2017, (B)(6) 2018), shortness of breath and live birth. Current weight 192 lbs. Concurrent conditions included blood transfusion since (B)(6) 2018, dysfunctional uterine bleeding, uterine bleeding, perineal pain, cyst of ovary, phlebolith, depression, trouble falling asleep, decreased appetite and morbid obesity. Concomitant products included ascorbic acid;choline bitartrate;cyanocobalamin;ethinylestradiol;folic acid;inositol;methionine;nicotinamide;normethandrone;pyridoxine hydrochloride;retinol;riboflavin;rutoside;thiamine hydrochloride;tocopherol;vitamin d1 (hormone multicap), hydrocortisone acetate;pramocaine hydrochloride (hydroxine), intrauterine contraceptive device (iud nos), iron, levonorgestrel and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type") and vaginal infection ("infection (bladder/urinary tract/vaginal) type"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/chronic pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes: burning on urination") and nausea ("other injury(ies) or complication please describe: nausea"). On (B)(6) 2016, the patient experienced psychological trauma ("psychological or psychiatric problems condition: traumatized"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced vulvovaginal rash ("nickel allergy rash in vaginal area") and allergy to metals ("nickel allergy"). In 2016, the patient experienced urinary tract infection ("bladder or urinary problems or changes: frequent utis"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/pregnancy (with complications)") and experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"). On (B)(6) 2019, the patient experienced anaemia ("other injury(ies) or complication please describe:anemia/blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("I was bleeding / blood loss / general abnormal bleeding"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), post-traumatic stress disorder (""other" please describe ptsd"), vomiting (""other" please describe vomiting"), headache ("headaches"), anxiety ("psychological or psychiatric problems condition-anxiety") and thrombosis ("blood clot") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with cefazolin, ibuprofen and surgery (d&c and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, psychological trauma, metrorrhagia, post-traumatic stress disorder, vomiting, headache, hormone level abnormal, anxiety and thrombosis outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysuria, urinary tract infection, cystitis, vaginal infection, migraine, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal rash, anaemia, nausea, allergy to metals, pelvic pain, abdominal pain lower, abdominal pain, depression and weight increased had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, anaemia, anxiety, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, psychological trauma, thrombosis, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal rash and weight increased to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date ((B)(6) 2009 and (B)(6) 2009), essure removal date (previously reported as (B)(6) 2019 and (B)(6) 2019). Plaintiff received treatment for perforation and for chronic pain. Patient experienced another 3 pregnancy episodes in 2011, 2013, 2015 and 2017 which captured under cases (B)(4) respectively. She did not allege that essure caused birth defects. Previously reported essure confirmation test conducted and now reporting as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.6 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: 4 mm metallic density foreign object in the lower uterine segment at or near the endocervical os. Source is unclear to physician. Possibly this represents a fragments of one of the essure devices that are present. Ap supine radiograph of the abdomen is suggested to evaluate the essure devise for intact mass.. Imaging procedure - on (B)(6) 2009: result unknown. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, menorrhagia, pelvic pain, anemia, fatigue, dyspareunia. Concerning the injuries reported in this case, the following one was in patients medical records : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. On 28-jan-2020: pif received: reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possibly this represents a fragments of one of the essure devices that are present'), uterine perforation ('perforation: uterus / migration/ ultrasound saw one of the essure coils punctured my uterus'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)/pregnancy (with complications)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('I was bleeding / general abnormal bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included pregnancy (B)(6)2005-cesarean delivery-premature birth (B)(6)2009-cesarean delivery-premature birth), miscarriage (B)(6)2015, (B)(6)2017, (B)(6)2018) and pregnancy with contraceptive device (B)(6)2015, (B)(6)2017, (B)(6)2018). Concurrent conditions included blood transfusion since (B)(6)2018, dysfunctional uterine bleeding, uterine bleeding, perineal pain, cyst of ovary, phlebolith, depression, trouble falling asleep and decreased appetite. Concomitant products included ascorbic acid;choline bitartrate;cyanocobalamin;ethinylestradiol;folic acid;inositol;methionine;nicotinamide;normethandrone;pyridoxine hydrochloride;retinol;riboflavin;rutoside;thiamine hydrochloride;tocopherol;vitamin d1 (hormone multicap), hydrocortisone acetate;pramocaine hydrochloride (hydroxine), intrauterine contraceptive device (iud nos), levonorgestrel and paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type") and vaginal infection ("infection (bladder/urinary tract/vaginal) type"). On (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). On (B)(6)2014, the patient experienced migraine ("migraines / headaches"). On (B)(6)2015, the patient experienced fatigue ("fatigue"), anaemia ("other injury(ies) or complication please describe:anemia"), pelvic pain ("pelvic pain/chronic pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6)2015, the patient experienced dysuria ("bladder or urinary problems or changes: burning on urination"), urinary tract infection ("bladder or urinary problems or changes: frequent utis") and nausea ("other injury(ies) or complication please describe: nausea"). On (B)(6)2016, the patient experienced psychological trauma ("psychological or psychiatric problems: condition:traumatized") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2016, the patient experienced vulvovaginal rash ("nickel allergy rash in vaginal area") and allergy to metals ("nickel allergy"). On (B)(6)2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), post-traumatic stress disorder (""other" please describe ptsd"), vomiting (""other" please describe vomiting"), abdominal pain ("abdominal pain") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (d&c and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, metrorrhagia, post-traumatic stress disorder, vomiting, abdominal pain, headache and hormone level abnormal outcome was unknown and the vaginal haemorrhage, menorrhagia, dysuria, urinary tract infection, cystitis, vaginal infection, psychological trauma, migraine, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal rash, anaemia, nausea, allergy to metals, pelvic pain and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, anaemia, cystitis, device breakage, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting and vulvovaginal rash to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date (B)(6)2009 and (B)(6)2009), essure removal date (previously reported as (B)(6)2019 and (B)(6)2019). Plaintiff received treatment for perforation and for chronic pain. Patient experienced another 3 pregnancy episodes in 2013, 2015 and 2017 which captured under cases (B)(4) respectively. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6)2018: 4 mm metallic density foreign object in the lower uterine segment at or near the endocervical os. Source is unclear to physician. Possibly this represents a fragments of one of the essure devices that are present. Ap supine radiograph of the abdomen is suggested to evaluate the essure devise for intact mass.. Imaging procedure - on (B)(6)2009: result unknown. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, menorrhagia, pelvic pain, anemia, fatigue. Concerning the injuries reported in this case, the following one was in patients medical records : device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporters information updated. Event: abdominal pain, hormonal changes, headaches were added. Lab data were added. Fu 8 and fu 9 processed together. On 12-sep-2019: plaintiff fact sheet received, reporter,essure stop date, event abdominal pain ,general abnormal. Bleeding and metrorrhagia(bleeding b/w periods) outcome were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possibly this represents a fragments of one of the essure devices that are present'), uterine perforation ('perforation: uterus / migration/ ultrasound saw one of the essure coils punctured my uterus') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included pregnancy ((B)(6) 2005-cesarean delivery-premature birth (B)(6) 2009-cesarean delivery-premature birth), miscarriage ((B)(6) 2015, (B)(6) 2017, (B)(6) 2018), pregnancy with contraceptive device ((B)(6) 2015, (B)(6) 2017, (B)(6) 2018), morbid obesity, shortness of breath and live birth. Concurrent conditions included blood transfusion since (B)(6) 2018, dysfunctional uterine bleeding, uterine bleeding, perineal pain, cyst of ovary, phlebolith, depression, trouble falling asleep and decreased appetite. Concomitant products included ascorbic acid; choline bitartrate; cyanocobalamin; ethinylestradiol; folic acid; inositol; methionine; nicotinamide; normethandrone; pyridoxine hydrochloride; retinol; riboflavin; rutoside; thiamine hydrochloride; tocopherol; vitamin d1 (hormone multicap), hydrocortisone acetate; pramocaine hydrochloride (hydroxine), intrauterine contraceptive device (iud nos), levonorgestrel and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type") and vaginal infection ("infection (bladder/urinary tract/vaginal) type"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), anaemia ("other injury(ies) or complication please describe:anemia"), pelvic pain ("pelvic pain/chronic pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes: burning on urination"), urinary tract infection ("bladder or urinary problems or changes: frequent utis") and nausea ("other injury(ies) or complication please describe: nausea"). On (B)(6) 2016, the patient experienced psychological trauma ("psychological or psychiatric problems condition: traumatized"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced vulvovaginal rash ("nickel allergy rash in vaginal area") and allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/pregnancy (with complications)") and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("I was bleeding / blood loss / general abnormal bleeding"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), post-traumatic stress disorder (""other" please describe ptsd"), vomiting (""other" please describe vomiting"), abdominal pain ("abdominal pain"), headache ("headaches"), anxiety ("psychological or psychiatric problems condition-anxiety") and thrombosis ("blood clot") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with cefazolin and surgery (d&c and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, psychological trauma, metrorrhagia, post-traumatic stress disorder, vomiting, abdominal pain, headache, hormone level abnormal, anxiety and thrombosis outcome was unknown and the vaginal haemorrhage, menorrhagia, dysuria, urinary tract infection, cystitis, vaginal infection, migraine, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal rash, anaemia, nausea, allergy to metals, pelvic pain, abdominal pain lower and depression had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, anaemia, anxiety, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, psychological trauma, thrombosis, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting and vulvovaginal rash to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date ((B)(6) 2009 and (B)(6) 2009), essure removal date (previously reported as (B)(6) 2019 and (B)(6) 2019). Plaintiff received treatment for perforation and for chronic pain. Patient experienced another 3 pregnancy episodes in 2013, 2015 and 2017 which captured under cases (B)(4) respectively. She did not allege that essure caused birth defects. Previously reported essure confirmation test conducted and now reporting as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: 4 mm metallic density foreign object in the lower uterine segment at or near the endocervical os. Source is unclear to physician. Possibly this represents a fragments of one of the essure devices that are present. Ap supine radiograph of the abdomen is suggested to evaluate the essure devise for intact mass.. Imaging procedure - on (B)(6) 2009: result unknown. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, menorrhagia, pelvic pain, anemia, fatigue, dyspareunia. Concerning the injuries reported in this case, the following one was in patients medical records : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the event ¿blood loss¿ was deleted, and this information was added in the as reported term of the event ¿genital bleeding¿. Furthermore, a non-significant coding correction was performed in the event ¿blood clot¿. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possibly this represents a fragments of one of the essure devices that are present'), fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('perforation: uterus / migration/ ultrasound saw one of the essure coils punctured my uterus/perforation (uterus),') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included pregnancy ((B)(6) 2005-cesarean delivery-premature birth (B)(6) 2009-cesarean delivery-premature birth), miscarriage ((B)(6) 2015, (B)(6) 2017, (B)(6) 2018), pregnancy with contraceptive device ((B)(6) 2015, (B)(6) 2017, (B)(6) 2018), shortness of breath and live birth. Current weight 192 lbs. Concurrent conditions included blood transfusion since (B)(6) 2018, dysfunctional uterine bleeding, uterine bleeding, perineal pain, cyst of ovary, phlebolith, depression, trouble falling asleep, decreased appetite and morbid obesity. Concomitant products included ascorbic acid;choline bitartrate;cyanocobalamin;ethinylestradiol;folic acid;inositol;methionine;nicotinamide;normethandrone;pyridoxine hydrochloride;retinol;riboflavin;rutoside;thiamine hydrochloride;tocopherol;vitamin d1 (hormone multicap), hydrocortisone acetate;pramocaine hydrochloride (hydroxine), intrauterine contraceptive device (iud nos), iron, levonorgestrel and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type") and vaginal infection ("infection (bladder/urinary tract/vaginal) type"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced abscess ("abscess"). In 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/chronic pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes: burning on urination") and nausea ("other injury(ies) or complication please describe: nausea"). On (B)(6) 2016, the patient experienced psychological trauma ("psychological or psychiatric problems condition: traumatized"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced vulvovaginal rash ("nickel allergy rash in vaginal area") and allergy to metals ("nickel allergy"). In 2016, the patient experienced urinary tract infection ("bladder or urinary problems or changes: frequent utis"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/pregnancy (with complications)") and experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"). On (B)(6) 2019, the patient experienced anaemia ("other injury(ies) or complication please describe:anemia/blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("I was bleeding / blood loss / general abnormal bleeding"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), post-traumatic stress disorder (""other" please describe ptsd"), vomiting (""other" please describe vomiting"), headache ("headaches"), anxiety ("psychological or psychiatric problems condition-anxiety") and thrombosis ("blood clot") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with cefazolin, ibuprofen and surgery (d&c and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. In 2019, the abscess had resolved. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, psychological trauma, metrorrhagia, post-traumatic stress disorder, vomiting, headache, hormone level abnormal, anxiety and thrombosis outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysuria, urinary tract infection, cystitis, vaginal infection, migraine, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal rash, anaemia, nausea, allergy to metals, pelvic pain, abdominal pain lower, abdominal pain, depression and weight increased had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, abscess, allergy to metals, anaemia, anxiety, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, psychological trauma, thrombosis, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal rash and weight increased to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date ((B)(6) 2009 and (B)(6) 2009), essure removal date (previously reported as (B)(6) 2019 and (B)(6) 2019). Plaintiff received treatment for perforation and for chronic pain. Patient experienced another 3 pregnancy episodes in 2011, 2013, 2015 and 2017 which captured under cases (B)(6) respectively. She did not allege that essure caused birth defects. Previously reported essure confirmation test conducted and now reporting as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.6 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: 4 mm metallic density foreign object in the lower uterine segment at or near the endocervical os. Source is unclear to physician. Possibly this represents a fragments of one of the essure devices that are present. Ap supine radiograph of the abdomen is suggested to evaluate the essure devise for intact mass.. Imaging procedure - on (B)(6) 2009: result unknown. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, menorrhagia, pelvic pain, anemia, fatigue, dyspareunia. Concerning the injuries reported in this case, the following one was in patients medical records : device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pif received. New events abscess added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possibly this represents a fragments of one of the essure devices that are present'), fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('perforation: uterus / migration/ ultrasound saw one of the essure coils punctured my uterus/perforation (uterus),/migrated essure coil') in a 24-year-old female patient who had essure (batch no. 623217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included pregnancy ((B)(6) 2005-cesarean delivery-premature birth (B)(6) 2009-cesarean delivery-premature birth), miscarriage ((B)(6) 2015, (B)(6) 2017, (B)(6) 2018), pregnancy with contraceptive device ((B)(6) 2015, (B)(6) 2017, (B)(6) 2018), shortness of breath, live birth, gravida ii and parity 2. Current weight 192 lbs. Concurrent conditions included blood transfusion since (B)(6) 2018, dysfunctional uterine bleeding, uterine bleeding, perineal pain, cyst of ovary, phlebolith, depression, trouble falling asleep, decreased appetite and morbid obesity. Concomitant products included ascorbic acid;choline bitartrate;cyanocobalamin;ethinylestradiol;folic acid;inositol;methionine;nicotinamide;normethandrone;pyridoxine hydrochloride;retinol;riboflavin;rutoside;thiamine hydrochloride;tocopherol;vitamin d1 (hormone multicap), hydrocortisone acetate;pramocaine hydrochloride (hydroxine), intrauterine contraceptive device (iud nos), iron, levonorgestrel and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type") and vaginal infection ("infection (bladder/urinary tract/vaginal) type"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced abscess ("abscess"). In 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/chronic pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes: burning on urination") and nausea ("other injury(ies) or complication please describe: nausea"). On (B)(6) 2016, the patient experienced psychological trauma ("psychological or psychiatric problems condition: traumatized"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced vulvovaginal rash ("nickel allergy rash in vaginal area") and allergy to metals ("nickel allergy"). In 2016, the patient experienced urinary tract infection ("bladder or urinary problems or changes: frequent utis"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/pregnancy (with complications)") and experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"). On (B)(6) 2019, the patient experienced anaemia ("other injury(ies) or complication please describe:anemia/blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("I was bleeding / blood loss / general abnormal bleeding"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), post-traumatic stress disorder (""other" please describe ptsd"), vomiting (""other" please describe vomiting"), headache ("headaches"), anxiety ("psychological or psychiatric problems condition-anxiety") and thrombosis ("blood clot") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with cefazolin, ibuprofen and surgery (d&c and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. In 2019, the abscess had resolved. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, psychological trauma, metrorrhagia, post-traumatic stress disorder, vomiting, headache, hormone level abnormal, anxiety and thrombosis outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysuria, urinary tract infection, cystitis, vaginal infection, migraine, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal rash, anaemia, nausea, allergy to metals, pelvic pain, abdominal pain lower, abdominal pain, depression and weight increased had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, abscess, allergy to metals, anaemia, anxiety, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, psychological trauma, thrombosis, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal rash and weight increased to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date ((B)(6) 2009 and (B)(6) 2009, (B)(6) 2009 and (B)(6) 2009), essure removal date (previously reported as (B)(6) 2019 and (B)(6) 2019). Plaintiff received treatment for perforation and for chronic pain. Patient experienced another 3 pregnancy episodes in 2011, 2013, 2015 and 2017 which captured under cases (B)(4) respectively. She did not allege that essure caused birth defects. Previously reported essure confirmation test conducted and now reporting as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.6 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: 4 mm metallic density foreign object in the lower uterine segment at or near the endocervical os. Source is unclear to physician. Possibly this represents a fragments of one of the essure devices that are present. Ap supine radiograph of the abdomen is suggested to evaluate the essure devise for intact mass.. Imaging procedure - on (B)(6) 2009: result unknown. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, menorrhagia, pelvic pain, anemia, fatigue, dyspareunia. Concerning the injuries reported in this case, the following one was in patients medical records : device breakage. Most recent follow-up information incorporated above includes: on 15-dec-2020: medical records received. Lot number added. Reporter information, medical history were added. Follow 27 and 28 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration/ ultrasound saw one of the essure coils punctured my uterus'), device breakage ('possibly this represents a fragments of one of the essure devices that are present'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)/pregnancy (with complications)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('I was bleeding / general abnormal bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included pregnancy ((B)(6)-cesarean delivery-premature birth (B)(6)-cesarean delivery-premature birth), miscarriage ((B)(6)) and pregnancy with contraceptive device ((B)(6)). Concurrent conditions included blood transfusion since (B)(6) 2018, dysfunctional uterine bleeding, uterine bleeding, perineal pain, cyst of ovary, phlebolith, depression, trouble falling asleep and decreased appetite. Concomitant products included ascorbic acid;choline bitartrate; cyanocobalamin; ethinylestradiol; folic acid; inositol; methionine; nicotinamide; normethandrone; pyridoxine hydrochloride; retinol;riboflavin;rutoside; thiamine hydrochloride; tocopherol; vitamin d1 (hormone multicap), hydrocortisone acetate; pramocaine hydrochloride (hydroxine), intrauterine contraceptive device (iud nos), levonorgestrel and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type") and vaginal infection ("infection (bladder/urinary tract/vaginal) type"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), anaemia ("other injury(ies) or complication please describe:anemia"), pelvic pain ("pelvic pain/chronic pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes: burning on urination"), urinary tract infection ("bladder or urinary problems or changes: frequent utis") and nausea ("other injury(ies) or complication please describe: nausea"). On (B)(6) 2016, the patient experienced psychological trauma ("psychological or psychiatric problems: condition:traumatized") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced vulvovaginal rash ("nickel allergy rash in vaginal area") and allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), post-traumatic stress disorder (""other" please describe ptsd") and vomiting (""other" please describe vomiting"). The patient was treated with surgery (d&c and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, metrorrhagia, post-traumatic stress disorder and vomiting outcome was unknown and the vaginal haemorrhage, menorrhagia, dysuria, urinary tract infection, cystitis, vaginal infection, psychological trauma, migraine, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal rash, anaemia, nausea, allergy to metals, pelvic pain and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, anaemia, cystitis, device breakage, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting and vulvovaginal rash to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date ((B)(6) 2009 and (B)(6) 2009), essure removal date (previously reported as (B)(6) 2019). Plaintiff received treatment for perforation and for chronic pain. Patient experienced another 3 pregnancy episodes in (B)(6) which captured under cases (B)(4) respectively. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: 4 mm metallic density foreign object in the lower uterine segment at or near the endocervical os. Source is unclear to physician. Possibly this represents a fragments of one of the essure devices that are present. Ap supine radiograph of the abdomen is suggested to evaluate the essure devise for intact mass.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, menorrhagia, pelvic pain, anemia, fatigue. Concerning the injuries reported in this case, the following one was in patients medical records : device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Previously reported "injury nos" replaced with "pelvic pain", events-"abnormal bleeding (vaginal, menorrhagia), frequent utis, burning on urination, infection (bladder/urinary tract/vaginal) type, traumatized, migraines / headaches, dysmenorrhea (cramping), dyspareunia, fatigue, nickel allergy, anemia, nausea, pregnancy (stillbirth or miscarriage), lower abdomen pain, essure coils punctured my uterus, I was bleeding, she did not undergo an essure confirmation test, possibly this represents a fragments of one of the essure devices that are present", lab data, concomitant conditions, concomitant drugs, reporter¿s information, patient¿s demographics were added. On (B)(6) 2019: fu 4 and 5 process together : pfs received - reporter added. On (B)(6) 2019: fu 4, 5 and 6 process together : pfs received. Lawyer, new events-" metrorrhagia, ptsd, vomiting were added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possibly this represents a fragments of one of the essure devices that are present'), fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('perforation: uterus / migration/ ultrasound saw one of the essure coils punctured my uterus/perforation (uterus),/migrated essure coil') in a 24-year-old female patient who had essure (batch no. 623217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included pregnancy ((B)(6) 2005-cesarean delivery-premature birth, (B)(6) 2009-cesarean delivery-premature birth), miscarriage ((B)(6) 2015, (B)(6) 2017, (B)(6) 2018), pregnancy with contraceptive device ((B)(6) 2015, (B)(6) 2017, (B)(6) 2018), shortness of breath, live birth, gravida ii and parity 2. Current weight 192 lbs. Concurrent conditions included blood transfusion since (B)(6) 2018, dysfunctional uterine bleeding, uterine bleeding, perineal pain, cyst of ovary, phlebolith, depression, trouble falling asleep, decreased appetite and morbid obesity. Concomitant products included ascorbic acid;choline bitartrate;cyanocobalamin;ethinylestradiol;folic acid;inositol;methionine;nicotinamide;normethandrone;pyridoxine hydrochloride;retinol;riboflavin;rutoside;thiamine hydrochloride;tocopherol;vitamin d1 (hormone multicap), hydrocortisone acetate;pramocaine hydrochloride (hydroxine), intrauterine contraceptive device (iud nos), iron, levonorgestrel and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type") and vaginal infection ("infection (bladder/urinary tract/vaginal) type"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced abscess ("abscess"). In 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/chronic pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes: burning on urination") and nausea ("other injury(ies) or complication please describe: nausea"). On (B)(6) 2016, the patient experienced psychological trauma ("psychological or psychiatric problems condition: traumatized"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced vulvovaginal rash ("nickel allergy rash in vaginal area") and allergy to metals ("nickel allergy"). In 2016, the patient experienced urinary tract infection ("bladder or urinary problems or changes: frequent utis"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/pregnancy (with complications)") and experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"). On (B)(6) 2019, the patient experienced anaemia ("other injury(ies) or complication please describe:anemia/blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("I was bleeding / blood loss / general abnormal bleeding"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), post-traumatic stress disorder (""other" please describe ptsd"), vomiting (""other" please describe vomiting"), headache ("headaches"), anxiety ("psychological or psychiatric problems condition-anxiety") and thrombosis ("blood clot") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with cefazolin, ibuprofen and surgery (d&c and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. In 2019, the abscess had resolved. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, psychological trauma, metrorrhagia, post-traumatic stress disorder, vomiting, headache, hormone level abnormal, anxiety and thrombosis outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysuria, urinary tract infection, cystitis, vaginal infection, migraine, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal rash, anaemia, nausea, allergy to metals, pelvic pain, abdominal pain lower, abdominal pain, depression and weight increased had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, abscess, allergy to metals, anaemia, anxiety, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, psychological trauma, thrombosis, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal rash and weight increased to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date ((B)(6) 2009 and (B)(6) 2009, (B)(6) 2009 and (B)(6) 2009), essure removal date (previously reported as (B)(6) 2019 and (B)(6) 2019). Plaintiff received treatment for perforation and for chronic pain. Patient experienced another 3 pregnancy episodes in 2011, 2013, 2015 and 2017 which captured under cases (B)(4) respectively. She did not allege that essure caused birth defects. Previously reported essure confirmation test conducted and now reporting as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.6 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: 4 mm metallic density foreign object in the lower uterine segment at or near the endocervical os. Source is unclear to physician. Possibly this represents a fragments of one of the essure devices that are present. Ap supine radiograph of the abdomen is suggested to evaluate the essure devise for intact mass. Imaging procedure - on (B)(6) 2009: result unknown. Lot number: 623217, manufacture date: 2009-03, expiration date: 2012-03. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, menorrhagia, pelvic pain, anemia, fatigue, dyspareunia. Concerning the injuries reported in this case, the following one was in patients medical records : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possibly this represents a fragments of one of the essure devices that are present'), uterine perforation ('perforation: uterus / migration/ ultrasound saw one of the essure coils punctured my uterus'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)/pregnancy (with complications)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('I was bleeding / general abnormal bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included pregnancy ((B)(6) 2005-cesarean delivery-premature birth (B)(6) 2009-cesarean delivery-premature birth), miscarriage ((B)(6) ) and pregnancy with contraceptive device ((B)(6) ). Concurrent conditions included blood transfusion since (B)(6) 2018, dysfunctional uterine bleeding, uterine bleeding, perineal pain, cyst of ovary, phlebolith, depression, trouble falling asleep and decreased appetite. Concomitant products included ascorbic acid;choline bitartrate;cyanocobalamin;ethinylestradiol;folic acid;inositol;methionine;nicotinamide;normethandrone;pyridoxine hydrochloride;retinol;riboflavin;rutoside;thiamine hydrochloride;tocopherol;vitamin d1 (hormone multicap), hydrocortisone acetate;pramocaine hydrochloride (hydroxine), intrauterine contraceptive device (iud nos), levonorgestrel and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type") and vaginal infection ("infection (bladder/urinary tract/vaginal) type"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), anaemia ("other injury(ies) or complication please describe:anemia"), pelvic pain ("pelvic pain/chronic pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes: burning on urination"), urinary tract infection ("bladder or urinary problems or changes: frequent utis") and nausea ("other injury(ies) or complication please describe: nausea"). On (B)(6) 2016, the patient experienced psychological trauma ("psychological or psychiatric problems: condition:traumatized") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced vulvovaginal rash ("nickel allergy rash in vaginal area") and allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), post-traumatic stress disorder (""other" please describe ptsd") and vomiting (""other" please describe vomiting"). The patient was treated with surgery (d&c and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, metrorrhagia, post-traumatic stress disorder and vomiting outcome was unknown and the vaginal haemorrhage, menorrhagia, dysuria, urinary tract infection, cystitis, vaginal infection, psychological trauma, migraine, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal rash, anaemia, nausea, allergy to metals, pelvic pain and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, anaemia, cystitis, device breakage, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting and vulvovaginal rash to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date ((B)(6) 2009 and (B)(6) 2009), essure removal date (previously reported as (B)(6) 2019 and (B)(6) 2019). Plaintiff received treatment for perforation and for chronic pain. Patient experienced another 3 pregnancy episodes in 2013, 2015 and 2017 which captured under cases (B)(4) respectively. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: 4 mm metallic density foreign object in the lower uterine segment at or near the endocervical os. Source is unclear to physician. Possibly this represents a fragments of one of the essure devices that are present. Ap supine radiograph of the abdomen is suggested to evaluate the essure devise for intact mass.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, menorrhagia, pelvic pain, anemia, fatigue. Concerning the injuries reported in this case, the following one was in patients medical records : device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. No new information. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possibly this represents a fragments of one of the essure devices that are present'), fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('perforation: uterus / migration/ ultrasound saw one of the essure coils punctured my uterus/perforation (uterus),') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included pregnancy ((B)(6) 2005-cesarean delivery-premature birth (B)(6) 2009-cesarean delivery-premature birth), miscarriage ((B)(6) 2015, (B)(6) 2017, (B)(6) 2018), pregnancy with contraceptive device ((B)(6) 2015, (B)(6) 2017, (B)(6) 2018), shortness of breath and live birth. Current weight 192 lbs. Concurrent conditions included blood transfusion since (B)(6) 2018, dysfunctional uterine bleeding, uterine bleeding, perineal pain, cyst of ovary, phlebolith, depression, trouble falling asleep, decreased appetite and morbid obesity. Concomitant products included ascorbic acid;choline bitartrate;cyanocobalamin;ethinylestradiol;folic acid;inositol;methionine;nicotinamide;normethandrone;pyridoxine hydrochloride;retinol;riboflavin;rutoside;thiamine hydrochloride;tocopherol;vitamin d1 (hormone multicap), hydrocortisone acetate;pramocaine hydrochloride (hydroxine), intrauterine contraceptive device (iud nos), iron, levonorgestrel and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type") and vaginal infection ("infection (bladder/urinary tract/vaginal) type"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/chronic pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes: burning on urination") and nausea ("other injury(ies) or complication please describe: nausea"). On (B)(6) 2016, the patient experienced psychological trauma ("psychological or psychiatric problems condition: traumatized"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced vulvovaginal rash ("nickel allergy rash in vaginal area") and allergy to metals ("nickel allergy"). In 2016, the patient experienced urinary tract infection ("bladder or urinary problems or changes: frequent utis"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/pregnancy (with complications)") and experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"). On (B)(6) 2019, the patient experienced anaemia ("other injury(ies) or complication please describe:anemia/blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("I was bleeding / blood loss / general abnormal bleeding"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), post-traumatic stress disorder (""other" please describe ptsd"), vomiting (""other" please describe vomiting"), headache ("headaches"), anxiety ("psychological or psychiatric problems condition-anxiety") and thrombosis ("blood clot") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with cefazolin, ibuprofen and surgery (d&c and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, psychological trauma, metrorrhagia, post-traumatic stress disorder, vomiting, headache, hormone level abnormal, anxiety and thrombosis outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysuria, urinary tract infection, cystitis, vaginal infection, migraine, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal rash, anaemia, nausea, allergy to metals, pelvic pain, abdominal pain lower, abdominal pain, depression and weight increased had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, anaemia, anxiety, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, psychological trauma, thrombosis, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal rash and weight increased to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date (01-jan-2009 and apr-2009), essure removal date (previously reported as 15-mar-2019 and 14-mar-2019). Plaintiff received treatment for perforation and for chronic pain. Patient experienced another 3 pregnancy episodes in 2011, 2013, 2015 and 2017 which captured under cases 2020-123351, 2019-172016, 2019-172023, 2019-172027 respectively. She did not allege that essure caused birth defects. Previously reported essure confirmation test conducted and now reporting as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.6 kg/sqm. Computerised tomogram pelvis - on 29-nov-2018: 4 mm metallic density foreign object in the lower uterine segment at or near the endocervical os. Source is unclear to physician. Possibly this represents a fragments of one of the essure devices that are present. Ap supine radiograph of the abdomen is suggested to evaluate the essure devise for intact mass.. Imaging procedure - on 01-jul-2009: result unknown. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, menorrhagia, pelvic pain, anemia, fatigue, dyspareunia. Concerning the injuries reported in this case, the following one was in patients medical records : device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: pfs received. Event weight gain were added. Outcome of genital bleeding, abdominal pain updated to recovered. Concomitant and treatment drug added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('possibly this represents a fragments of one of the essure devices that are present'), fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('perforation: uterus / migration/ ultrasound saw one of the essure coils punctured my uterus') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included pregnancy ((B)(6) 2005-cesarean delivery-premature birth (B)(6) 2009-cesarean delivery-premature birth), miscarriage ((B)(6) 2015, (B)(6) 2017, 06oct2018), pregnancy with contraceptive device ((B)(6) 2015, (B)(6) 2017, (B)(6) 2018), morbid obesity, shortness of breath and live birth. Concurrent conditions included blood transfusion since (B)(6) 2018, dysfunctional uterine bleeding, uterine bleeding, perineal pain, cyst of ovary, phlebolith, depression, trouble falling asleep and decreased appetite. Concomitant products included ascorbic acid;choline bitartrate;cyanocobalamin;ethinylestradiol;folic acid;inositol;methionine;nicotinamide;normethandrone;pyridoxine hydrochloride;retinol;riboflavin;rutoside;thiamine hydrochloride;tocopherol;vitamin d1 (hormone multicap), hydrocortisone acetate;pramocaine hydrochloride (hydroxine), intrauterine contraceptive device (iud nos), levonorgestrel and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type") and vaginal infection ("infection (bladder/urinary tract/vaginal) type"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), anaemia ("other injury(ies) or complication please describe:anemia"), pelvic pain ("pelvic pain/chronic pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes: burning on urination"), urinary tract infection ("bladder or urinary problems or changes: frequent utis") and nausea ("other injury(ies) or complication please describe: nausea"). On (B)(6) 2016, the patient experienced psychological trauma ("psychological or psychiatric problems condition: traumatized"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced vulvovaginal rash ("nickel allergy rash in vaginal area") and allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/pregnancy (with complications)") and experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("I was bleeding / blood loss / general abnormal bleeding"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), post-traumatic stress disorder (""other" please describe ptsd"), vomiting (""other" please describe vomiting"), abdominal pain ("abdominal pain"), headache ("headaches"), anxiety ("psychological or psychiatric problems condition-anxiety") and thrombosis ("blood clot") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with cefazolin and surgery (d&c and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, psychological trauma, metrorrhagia, post-traumatic stress disorder, vomiting, abdominal pain, headache, hormone level abnormal, anxiety and thrombosis outcome was unknown and the vaginal haemorrhage, menorrhagia, dysuria, urinary tract infection, cystitis, vaginal infection, migraine, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal rash, anaemia, nausea, allergy to metals, pelvic pain, abdominal pain lower and depression had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, anaemia, anxiety, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, psychological trauma, thrombosis, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting and vulvovaginal rash to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date ((B)(6) 2009 and (B)(6) 2009), essure removal date (previously reported as (B)(6) 2019). Plaintiff received treatment for perforation and for chronic pain. Patient experienced another 3 pregnancy episodes in 2013, 2015 and 2017 which captured under cases 2019-2016, 2019-2023, 2019-2027 respectively. She did not allege that essure caused birth defects. Previously reported essure confirmation test conducted and now reporting as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: 4 mm metallic density foreign object in the lower uterine segment at or near the endocervical os. Source is unclear to physician. Possibly this represents a fragments of one of the essure devices that are present. Ap supine radiograph of the abdomen is suggested to evaluate the essure devise for intact mass.. Imaging procedure - on (B)(6) 2009: result unknown. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal haemorrhage, menorrhagia, pelvic pain, anemia, fatigue, dyspareunia. Concerning the injuries reported in this case, the following one was in patients medical records : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event fallopian tube perforation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.